Event description:
Although the ave micro stent ii is not indicated for treatment of saphenous vein bypass grafts, an ave 4.0mm x9mm stent was placed at the target lesion site of an ostial saphenous vein bypass graft. After post inflation with a high pressure ptca balloon, there was slight difficulty in removing the deflated balloon from the stent, which caused the stent to get pulled partially out of the lesion site. The stent was snared successfully to the femoral artery. The pt went to surgery for removal of the stent from the femoral artery.